Event description:
It was reported during initial surgery a twist drill broke during use. A portion of it remains implanted.

Manufacturer narrative:
The reported rpms exceeded the maximum recommended speed found in the IFU.

Manufacturer narrative:
An investigation was successfully completed. The results of the investigation have identified a known inherent risk of the device. No corrective or preventive actions are required at this time. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.